Event description:
It was reported that during a premature ventricular contraction (pvc) ablation procedure, an intellanav stable point catheter was selected for use. It was reported that the irrigation tube was broken. A different catheter was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection found the extension tubing partially detached/separated from the luer at the adhesive joint, confirming the reported event.

Event description:
It was reported that during a premature ventricular contraction (pvc) ablation procedure, an intellanav stablepoint catheter was selected for use. It was reported that the irrigation tube was broken. A different catheter was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.